Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was explanted and replaced due to high thresholds, low pacing impedance and undersensing of p waves. No patient complications have been reported as a result of this event.